Event description:
Litigation papers allege that the patient suffered grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion and was injured by excessive levels of chromium and cobalt in her blood as a result of the implantation with the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.